Event description:
During surgery to remove kidney stone, an occlusion balloon catheter was placed above the stone. The balloon was inflated & deflated. The guidewire was left in place and when the catheter was pulled out it broke leaving a large segment of catheter inside the ureter. Pt required add'l surgery to removed the segment of the catheter.